Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT revealed that the proximal aortic neck had dilated and that the aneurx stent graft had a loss of seal. There was not enough area in the proximal aortic neck to be able to implant an aortic cuff. Therefore, the physician elected to implant aptus endoanchors and the event was resolved. Per the physician, the cause of the event was due to proximal aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.